Event description:
The patient received her scs system, including ipg on (B)(6) 2010. The ipg pocket was revised to a different location for patient comfort. It was reported that the revision was successful, and no further follow up is required for this scs system. The patient had a second scs system explanted on (B)(6) 2011. Refer to 1627487-2011-04026 and 1627487-2011-04027 regarding this second scs system.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.